Event description:
It was reported that a user experienced intermittent communication between the dexcom g7 sensor and the ilet, resulting in glucose readings not displaying on the pump while readings remained visible in the dexcom app; the issue resolved during guidance to review sensor pairing, consistent with a signal loss to the ilet, and the implicated device component was the antenna within the electrical and magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.